Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer reset the circuit breaker on the motor power board during the service call. The system was put back into service.

Event description:
It was reported that the 9800 system circuit breaker tripped causing error code prior to a case. No pt injury was reported.